Manufacturer narrative:
Customer returned their orthopat machine to haemonetics on (B)(6), 2009 w/o reporting any problems. No injury or reaction was reported. Eval of the returned device confirmed a major blood spill was present. Issue caused damage to the power supply and various other components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).

Event description:
Customer returned their orthopat machine to haemonetics on (B)(6), 2009 w/o reporting any problems. No injury or reaction was reported.